Event description:
When checking on patient, it was noticed that blood was backing up into the t-connector of a piv (peripheral intravenous line). The IV tubing was disconnected at the end of the t-connector to flush blood through, but the saline squirted out around the connection point. A new t-connector was placed at the end of the IV catheter & tubing was reconnected (with buffalo cap attached), but blood immediately backed up into the tubing. A new flush was attached to the buffalo cap to flush, but again it squirted out around the connection point between the cap & end of t-connector. Another new t-connector was placed & tubing re-connected without a buffalo cap. Fluids were resumed with no issues. The bedding under baby's foot with the piv was soaked in blood (approximately 10 cc of blood loss). This incident was noticed at ~0830. The piv had been inserted 3 hours prior & IV fluids initiated at soon before. Per policy, visual inspection of the IV is documented. Previous assessments indicated no leaking. A blood glucose was checked & resulted at 39, & baby was severely jittery & symptomatic. Doctor was notified & a d10w bolus was administered. Follow up blood sugar was 66. The buffalo cap in question & first two t-connectors were saved & inspected. Visible cracks are on both ends of the t-connector where the buffalo cap was attached.